Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: ¿the control-iq technology sleep range is targeted during scheduled sleep times and when sleep is manually started (until it is stopped). During sleep, control-iq technology will not deliver automatic boluses." H3 other text : device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) ranging from 46-60 mg/dl. Reportedly, the customer alleged sleep schedule did not activate when expected to. Customer consumed carbohydrates to treat low bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was due to the customer not having a sleep schedule set up, customer understood and acknowledged. Reportedly, customer continued to use the pump for insulin therapy.